Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "patient underwent a biopsy of a peripheral lung lesion in the rul. Procedure was complicated by significant bleeding. Bleeding was controlled with cold saline instillation and balloon tamponade. Patient was admitted to the hospital and discharged 36 hours later. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. There is no evidence the event was device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. Bts guidelines for flexible bronchoscopy recommends to liase with a hematologist regarding need for platelet transfusion for thrombocytopenia prior to bronchoscopic biopsy due to a lack of evidence. Bts guidelines for image guided lung biopsy states that a platelet count of <100k/ml is a relative contraindication for lung biopsy. A small case series of bronchoscopic biopsy in thrombocytopenia recommended a platelet count of <20k/ml as an absolute contraindication due to an increased risk of bleeding. The american association of blood banks has no specific recommendations regarding bronchoscopy but recommends a platelet count of >50k/ml for lumbar puncture as well as for major nonneuraxial surgeries. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Papin ta, lynch jp, weg jg. Transbronchial biopsy in the thrombocytopenic patient. Chest. 1985. Kaufman rm, djulbegovic b, gernsheimer t, et al. Platelet transfusion: a clinical practice guideline from the aabb. Ann intern med. 2015. Manhire a, charig m, clelland c, et al. Guidelines for radiologically guided lung biopsy. Thorax. 2003."

Event description:
It was reported that during an ion transbronchial lung biopsy procedure, the patient experienced excessive bleeding and was transferred to the ICU. According to the physician, the ion system functioned properly throughout the procedure. Pt/ptt/inr levels were normal prior to the ion procedure. The cause of the bleeding remains unknown. The targeted lesion was located two-thirds distally in the right upper lobe (rul). The biopsy was conducted using forceps and needle techniques without employing a cryoprobe, and the procedure was completed without ebus guidance. Echocardiogram results showed no evidence of pulmonary hypertension. The hemorrhage was managed through cold saline instillation and balloon tamponade of the rul. The patient experienced a minor decrease in hemoglobin levels, with estimated blood loss totaling 1100 ccs. Discharge occurred 1.5 days post-procedure.